Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker (pm) exhibited failure to interrogate. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
G2 in initial report should only have company representative selected.